Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that there was a significant amount of medication remaining within the device that had not been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 18, 2023 - july 20, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed residual fluid inside the device's bladder suggesting an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.